Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/14/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. Do you have a photo of the packaging? Is the problem related to both lot number jcp956 and gpp752? Or is the lot gpp752 mentioned as a comparison?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the procedure, it was found that a description of the needle for this suture was different on the packaging as to what is in the catalog. Reverse cutting needle was on the packaging and spatula in a catalog. All other description was correct. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Upon additional review it is determined that this medwatch report is not malfunction reportable.